Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 534 (mg/dl). Customer reported that they were unsure of the cause for the bg levels, but reported that their insulin and supplies may have been expired. Customer changed their infusion site and administered a bolus with the pump to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.